Event description:
Per oos, this lead dislodged and was explanted. The hospital has retained this device and no additional information is available at this time. Should additional information become available, this event will be updated.